Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Manufacturer report number: 2017865-2023-17075, manufacturer report number: 2017865-2023-17076. It was reported that the patient presented in operating room for a device system extraction due to infection, and vegetation on the leads. The pacemaker, atrial lead and right ventricular lead was explanted. The patient was in stable condition.